Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Pump turned back on after being plugged into a power source. Customer had elevated blood glucose levels (292 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.